Event description:
Healthcare professional reported a left side deflation and "abnormal and occasional pain". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings in anterior side assessed as surgical damage and observed opening in posterior side assessed as fold flaw opening. ¿ pain: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed wear abrasion on the device. ¿ observed creases on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side deflation and "abnormal and occasional pain". Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1. Email address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.